Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that the patient had stopped charging their ipg as they no longer needed it. As a result, the ipg had become inoperable. Surgical intervention occurred on (B)(6) 2023 during which the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Exact date of event is unknown.